Event description:
It was reported that the device was in use with a patient. The tubing reportedly developed a leak near the filter. No blood loss occurred but leaked IV fluid into the patient's blankets. The patient developed low blood sugar, possibly as a result of the leak. The tubing was changed a bolus of d10 was given. The next blood sugar taken was normal. No further incident related medial sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.